Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion and returned for analysis with no allegations from the field. Initial analysis found the device did not meet labeled longevity calculations. The device will be forwarded for detailed analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. According to the device memory elective replacement indicator (eri) was tripped by long charging time. There were no abnormal resets, fault code or indication of device malfunction recorded by the device when it was implanted. Bench tests verified that all manual lead impedance measurements were within their normal range and the device was capable of delivering both brady and tachy therapies as programmed. Based on the above points, the device failed to meet the longevity expectation due to early eri declaration, which was tripped by long charging time. The long charging time was due to higher than expected cell impedance increase at middle of life.